Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic the user alleged the insulin pump was under-delivering insulin. Customer stated that they had been experiencing high blood glucose in the past couple of weeks. The blood glucose level at the time of the incident was 22 mmol/l. The customer was treated with insulin needles. The customer started the self-test and everything passed. Customer stated that infusion set had bent cannula. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.